Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "the needle driver broke apart inside the patient while suturing the hernia defect." The instrument was found to have a broken grip at the grip base. A piece approximately 0.103" x 0.245" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the large suturecut needle driver instrument broke inside of the procedure while suturing the hernia defect. The broken half was retrieved from the patient's abdomen. The site was completing the procedure was with no other reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was suturing mesh when the instrument broke. The customer retrieved a broken piece with a surgical assistant port and laparoscopic grasper. The instrument broke apart evenly and not into two pieces, so it was easy to find the missing portion. No additional procedure was required to remove the fragment. There were no post-op tests like an x-ray or ultrasound performed to check for remaining fragments. The surgeon believes that the suture he was using might have been too big for the large suturecut nd instrument and the surgeon will be using a mega suturecut nd in the future (the suture was a vloc nonabsorbable). The instrument was inspected prior to use and no issues were noted. The instrument did not collide with other instruments. The instrument was not removed prior to use. Upon the instrument removal, the wrist of the instrument was straightened and no resistance was noted. The surgical staff did not notice any damage to the cannula or instrument. There was no injury to the patient. The instrument was shipped off to the isi for evaluation. There are no photographic images or video recordings of the procedure available for isi review.